Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient wasn't feeling stimulation at all unless she arched her back and when she did that the stimulation wasn't comfortable. The rep reported that this was the reason for the revision on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the exact cause of the uncomfortable stimulation wasn¿t determined; it was believed the cause was determined by the patient¿s lead moving at some point after implant. The rep reported that x-rays were taken and movement of the lead was confirmed. The rep reported that the issue was resolved and the lead was moved back to its original position on (B)(6) 2019. No further complications were reported.